Event description:
It was reported that the right ventricular lead had high thresholds and high impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that pacing impedance continued to rise and the lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.